Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear fixation upn: m365sc43180 model: sc-4318 batch: 29451578 UDI: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned due to facility policy.